Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that in 2023, they noticed their symptoms were worsening and they started to increase their setting. The pt said, they went to see their manufacturing representative (rep) 2 weeks ago because they were getting a shocking sensation down below and it was bothering them it was hurting them when they sit and it was worse when they took a bath. The rep tried to adjust it and told them to play around with it and see if they could get it to where it was comfortable, but when they get it where it doesn't shock them, it's not effective with helping them with their urine, when they wake up in the morning and feel the sensation to go and get up they are already urinating. Asked patient if they had been keeping a diary of what the effectiveness was on the particular programs at the particular amplitudes and patient said they had not. The patient confirmed that they were given additional programs.  The patient also said they have not had any falls or traumas and the only other medical procedures is they get spinal blocks for back pain, but the doctor knows they have the device . Reviewed therapy optimization and stimulation sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Reviewed the option to turn therapy down of off and recommended they follow-up with their doctor. The issue was not resolved.